Manufacturer narrative:
The sample was collected in a bd lihep plasma tube qc data provided indicated all were passing system check data provided indicated that all parameters were passing. No event log messages are associated with event. Service notes are pending. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a non- reproducible erroneous negative accutni result generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the technician, since it did not agree with a previous elevated result. The sample was repeated on an alternate method and higher results were obtained. The customer did not report affect to the patient or user attributed or connected to this event.